Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, an object that appeared to be a transparent foreign material was found around the lens when the lens was implanted into the patient's eye. The iol was not removed due to the foreign material at the back of the lens and the possibility that it might just have been air. The object was still present at day one and two postoperatively, therefore was suspected to be foreign material. It appears that the white transparent object was observed to be adhered at around the 6 o'clock position. It is unknown whether the foreign material was adhered to the lens itself or was adhered to the inner part of the cartridge. There is no plan to remove the foreign material at this time. Additional information was received indicating the patient is experiencing poor vision and anterior inflammation was slightly observed, but within normal range and clinically acceptable. The patient's visual acuity does not improve.

Manufacturer narrative:
The provided photos and video were reviewed. At the indicated 6 o¿clock position, a rounded, white area is observed. The same anomaly was observed on the video. It cannot be determined from the photos or the video if this is damage, particulate or surface anomaly causing a reflection. The root cause could not be determined for the reported complaint. The provided photos and video were reviewed. At the indicated 6 o¿clock position, a rounded, white area is observed. The same anomaly was observed on the video. It cannot be determined from the photos or the video if this is damage, particulate or surface anomaly causing a reflection. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).